Event description:
The customer stated that he was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 486 mg/dl. The customer stated that he inserted the infusion set while the insulin pump was still in the prime mode. The customer also stated that insulin leaked from the reservoir into the insulin pump's reservoir compartment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2009-02072 for the leak.